Event description:
A radiology technician was preparing a pt for an x-ray by having them lay on xplorer 2200 system table. When the pt lay down on the table, the leg at the head of the table collapsed in a downward position, causing the table to hit the image detector that was situated under the table. The pt was subsequently removed from the table. There was no injury to either the pt or a health care worker.